Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, the patient underwent surgery with a plate and the screws in question. After the surgery, on (B)(6) 2022, the patient underwent the removal surgery for the distal femur. While, the surgeon tried to remove locking head screws, and the four screws were difficult to remove from the lcp distal femoral plate. It was removed eventually with carbide drill bits and other instruments. It was the first time that the surgeon could not remove four screws, and the surgeon would like to know malfunctions of the same lot products and similar cases of the products. Procedure was completed successfully with forty-five(45) minutes surgical delay. This report is for one (1) lcp-df 4.5/5 le 9ho l236 tan. This is report 1 of 5 for complaint (B)(4).

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d4: expiration date h3, h4, h6: part # 422.255s lot # 30p4528 manufacturing site: grenchen release to warehouse date: december 19, 2019 expiry date: december 1, 2029 a manufacturing record evaluation was performed for the finished device lot and no non-conformance was identified. Product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.